Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that pt presented for follow-up with an alert for out-of-range hv lead impedance. Subsequent lead impedance measurements were stable and normal. The physician believes out of range measurement was an anomaly. The lead remains implanted and the pt was in good condition.